Manufacturer narrative:
The hillrom technician found the pneumatic control board, ucb on both the siderails needed to be replaced. No additional medical intervention was reported. The development of pressure ulcers is multifactorial and cannot be only attributed to the performance of the surface. Risk factors include protein calorie malnutrition, microclimate skin wetness caused by sweating or incontinence, diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. The intended use of the progressa bed is to treat or prevent complications associated with immobility, to treat or prevent pressure ulcers, or for any other use where medical benefits may be derived from continuous lateral rotation. The normal mode of the surface provides continuous full-body pressure redistribution. Its pressure redistribution is always automatic unless there is an error with the surface. The report of the patient¿s healed sacral injury progressed to a stage 4 pressure injury requiring surgical placement of a wound vac is a serious injury, and therefore is a reportable serious injury. Should the report of intermittent rotation should recur, it is likely to contribute to a serious injury for reasons noted above. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the pneumatic control board, ucb on both the siderails to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the bed experiencing intermittent rotation and that the patient developed a stage 4 sacral pressure injury. The customer also reported that the bed¿s intermittent error codes have occurred since november 2020. The patient is a quadriplegic with a preexisting sacral pressure injury that was healed as of january 2019 according to the customer. The customer reported the sacral injury reopened, is a stage 4 and the patient underwent placement of a wound vac via outpatient procedure in january 2021. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).